Event description:
The iab leaked. This was the only info available at the time of the initial rpt. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 11/21/96. Pt current status: unk - rpt'd 11/21/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.